Event description:
Attempted to deflate foley catheter balloon. Obtained 1-2 cc of sterile water. Tubing collapsed - unable to deflate balloon. Cut withdrawal port to deflate balloon, did not deflate. Per urologist - stylet inserted into withdrawal port. When stylet came in contact with valve, water dribbled out of tubing. Able to remove catheter with balloon deflated.